Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report. The brand name of the product is "onetouch ping meter".

Event description:
The lay user/patient contacted lifescan alleging that the onetouch ping meter was prompting an unknown error message, which was unresolved with troubleshooting. There were no allegations of harm or injury.